Event description:
It was reported the pt had received a low battery flag. It was reported the pt continued to received the flag. The pt was to meet for troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.